Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of no reservoir alarm. The customer's blood glucose reading was 19 mmol/l. The customer dropped her pump and stated it was not working. The customer mentioned that the pump was in rewind mode. The customer was advised that her pump appeared to have compromised force sensor system. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected alarm anomaly, unexpected restart error alarm or no reservoir alarm anomaly noted.